Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose value was 123 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.